Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-4316, lot #: 16868697, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had mild itching, some tenderness, and a lump or swelling at the midline incision. The patient was seen by the physician wherein it was reported that the incision site had a red, raised bump, yellow reddish drainage that seemed to have started a week ago after a door swung, hitting right at the incision site. The patient also felt some low-grade fevers. Upon physical exam, the midline incision was slightly open, weeping at the inferior aspect, erythematous with mild induration and purulent fluid. The physician then determined that it was a device and procedure related infection. The patient underwent an explant procedure to prevent spread of infection into the epidural space. No further information can be obtained with regard to the antibiotics prescribed.